Event description:
The hcp reported that the patient was admitted to the hospital after overdosing on oral medication in 2007. No specific patient symptoms were reported. While in the hospital, the patient's pump was interrogated. The pump noted a motor stall and tube set error message. The logs were read and revealed a stall lasting 1 hour and 46 minutes before recovering, and a second stall that occurred on three days earlier, with no recovery message noted. The logs also noted a stopped pump period may exceed tube set error message one the day prior to original date. The stalls occurred at a time when the hcp attempted to interrogate the pump using a magnet. The patient outcome was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is received.